Event description:
During cardiopulmonary bypass, the device spontaneously entered the standby mode. The device was replaced and the surgery was completed successfully. There were no adverse consequences to the patient as a result of this event.